Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "worst mistake I ever made. Three surgeries, 4 ablations in 6 years. Knee replaced 2017, revision in 2019, then 4 ablations that did not last, final surgery in 2021 to have 7 nerves cut and relocated. Still in 24/7 pain. Has totally altered my life. Just went to duke and was told they did not suggest trying to do any more surgery. So I guess no one wants to take on the knee replacement that was a failure. I can walk but not without constant pain and only for short distances. Other knee is bone on bone but I will not touch it until I can¿t walk."